Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer stated that his wheel fell off his walker. The consumer stated the back left wheel is the wheel that fell off of it.